Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up and started working when it was moved to a different slot in the suite pc. Analysis of the system log file showed issues related suite pc. During troubleshooting, the rse confirmed that the suite pc must be replaced. A new suite pc was ordered and replaced in the subsequent case. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The system was not in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.